Manufacturer narrative:
(B)(4). Additional information: during a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, they stated they did start over with new supplies and therapy went fine. The pd rn clarified the troubleshooting process they went through, and clarified what they meant by reusing same supplies and troubleshooting. The pd rn stated they never started therapy over with the same supplies, instead they clamped off the blue clamp line and then re-troubleshooted to see if this would resolve the problem. The pd rn stated that this then didn't work, so they had to start over with all new supplies. The pd rn stated no further problems were noted. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During troubleshooting of a check final line alarm (this event occurred on the homechoice during prime), the registered nurse revealed they only changed out the set when trying to start over with new supplies. The registered nurse stated they would start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.